Event description:
Medtronic received information that following balloon valvuloplasty (bav) the patient developed complete heart block and was treated with temporary pacing. An electro-physiologist was consulted and intervention was recommended for a permanent pacemaker following the procedure. Subsequently a permanent pacemaker was implanted with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted. Conclusion: conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(4).